Event description:
It was reported that after the initial mapping stage during an atrial flutter ablation procedure, the physician performed several ablations. It was observed that the catheter was still functioning properly. The physician felt that the ablations were insufficient in terms of achieving an isthmus block. Not satisfied with the ablation, the physician decided to retrieve the catheter from the patient to check the catheter tip. It was noticed that the tip of the catheter was loose. While the physician manipulated the tip of the catheter outside of the patient's body, the tip broke in his hands. The introducer used in the procedure was a standard 8fr arrow introducer (non bwi product). It was stated that the physician also used an sro guide sheath (manufactured by st jude medical). However, they cannot remember if they used the guiding sheath before or after the incident. The procedure was completed by replacing the catheter. There was no patient injury reported. Patient's prognosis was excellent. The catheter involved has been returned to bwi for analysis. Initial visual inspection of the catheter shows no blood found inside the catheter lumen and peek housing.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental will be submitted once the investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). The catheter was received and visual inspection showed that the peek housing was broken in half by the first ring. There was no residue of blood inside of the broken peek housing area. The catheter was tested and failed the following tests: visual, electrical, leakage and temperature tests due to broken lead wires. The failure cannot be duplicated; however, there is no sufficient evidence to suggest that the catheter was broken inside of the patient. All catheters are inspected for visual damages before packaging. Online inspections are in place to prevent this type of damage/defect from leaving the facility. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.